Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred during the patient's treatment and was noted on leak alarm. Hcp stated hemastix was used to verify blood leak, but tested negative. Blood was returned to the pt before treatment was resumed with new disposables. Treatment was completed without further incident. No pt injury or medical intervention report per hcp.